Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 38.1c, targeted temperature (tt) was 37.5c, water temperature (wt) was 34.9c, flow rate (fr) was 3.3lpm. Guided to system diagnostics, system hours 15,017, pump hours 14,000, chiller temperature (t4) was 4.9c, mixing pump command (mpc) was 100%. They had already obtained another device. Advised they should swap out and send this one to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. [Patient temperature (pt) was 38.1c, targeted temperature (tt) was 37.5c, water temperature (wt) was 34.9c, flow rate (fr) was 3.3lpm. Guided to system diagnostics, system hours 15,017, pump hours 14,000, chiller temperature (t4) was 4.9c, mixing pump command (mpc) was 100%. They had already obtained another device. Advised they should swap out and send this one to biomed. Per additional information received, spoke with nurse who confirmed they had swapped devices and continued therapy without further issue. They were unsure what happened with the original device. Per additional information received, biomed had device tagged with mixing pump failure. Nurses called in for alert 113 (reduced water temperature control), not cooling 4/14. Biomed called in po for mixing pump repair and transferred to ess. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 38.1c, targeted temperature (tt) was 37.5c, water temperature (wt) was 34.9c, flow rate (fr) was 3.3lpm. Guided to system diagnostics, system hours 15,017, pump hours 14,000, chiller temperature (t4) was 4.9c, mixing pump command (mpc) was 100%. They had already obtained another device. Advised they should swap out and send this one to biomed. Per follow up information received via phone on 29may2025, spoke with nurse who confirmed they had swapped devices and continued therapy without further issue. They were unsure what happened with the original device. Per additional information updated from wo on 05jun2025, biomed had device tagged with mixing pump failure. Nurses called in for alert 113 (reduced water temperature control), not cooling 4/14. Biomed called in po for mixing pump repair and transferred to ess.